Event description:
It was reported that a device leak occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Intracardiac echo (ice) and fluoroscopy was used for the transseptal puncture and device deployment. The patient was discharged on eliquis 2.5mg twice a day and aspirin 81mg. At a routine forty-five (45) day follow-up, transesophageal echocardiography (tee) and computed tomography (CT) imaging revealed that the device had a leak.